Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was relocated and was connected to the existing peripheral leads. The patient was doing well postoperatively.